Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling"), bladder disorder ("bladder issues"), hypersensitivity ("allergic reactions") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, swelling, bladder disorder, hypersensitivity and procedural pain was resolving. The reporter considered bladder disorder, genital haemorrhage, hypersensitivity, pelvic pain, procedural pain and swelling to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), swelling ("swelling"), bladder disorder ("bladder issues"), hypersensitivity ("allergic reactions") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, swelling, bladder disorder, hypersensitivity and procedural pain was resolving. The reporter considered bladder disorder, genital haemorrhage, hypersensitivity, pelvic pain, procedural pain and swelling to be related to essure. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case-(B)(4) (duplicate) including references has been transferred to this case. Reporter information was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.